Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the batteries of the heart lung console were dead. The power to the room had to be shut down, and the user observed the batteries would not charge. There were no reported adverse consequences to a patient as a result of this event.